Manufacturer narrative:
Internal file number - (B)(4). Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to remove appears to be related to circumstances of the procedure. Additionally, the reported patient effects and treatment appears to be related to the operational context of the procedure as medication was administered form the spasm. The reported patient effect of perforation is listed in instructions for use guide wire hi-torque guide wires ce as a known patient effect(s) of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion with no tortuosity and no calcification in the left anterior descending (lad) artery. The bmw guide wire was advanced to the target lesion. Fluoroscopy showed staining outside the vessel. A small perforation had occurred during positioning of the guide wire. There were no issues with advancing or positioning of the guide wire. The procedure continued and the perforation spontaneously resolved itself. During removal of the guide wire, some resistance was noted with the vessel as the vessel started to spasm. Medication was administered, and the guide wire was removed without issue. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.